Event description:
The customer reported that the 840 ventilator had an erratic display. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to replace the graphical user interface (gui) cpu pcb. Covidien was not authorized to service the device.